Event description:
Physician employed the use of a closurefast catheter with an rfg3 for radiofrequency ablation treatment of the right gsv. The procedure was carried out as normal with no allegation against the product. Only difficulty experienced was a difficult access of the vein by the physician. IFU was followed, guidewire was used (model not available). Total treatment time was 4 mins, and 48cm of vessel was treated, delivered in 12 cycles. No anesthesia was used, 600ml of tumescent was used, compression was used. Patient had no pre-existing conditions. After an unknown period of days following the procedure, it was reported that the patient started experiencing symptoms. Initial symptoms in the treated leg included mild swelling and numbness in the right lower pre-tibial area. Following this, there were continued symptoms of pitting edema in the lower extremity, sharp pains (tibial region), with redness and peeling of skin at the access site. Another ultrasound follow-up carried out approximately 2 weeks post procedure revealed endothermal heat induced thrombosis (ehit). It was reported that thrombosis of gsv has proximally propagated and is 1.4cm from the saphenofemoral junction.

Manufacturer narrative:
Additional information: physician believes possible nerve injury is the cause of pain. Patient had trouble with stocking fitting which continued to come down during first 72 hours. Patient was seen and new stockings placed. Patient was prescribed ibuprofen for help with pain and inflammation. Repeat ultrasounds showed vein ablation without dvt. Waiting for patient to be seen by vascular surgery for second opinion regarding procedure. If information is provided in the future, a supplemental report will be issued.